Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field complaint was confirmed via review of egms. The device was tested on the bench and on our automated testing equipment and found to be normal. Diagnostic data showed the hvli measurements of the delivered shocks during the induction tests in the field were low. It was found that an ocd alert had been triggered during the induction tests. It is believed the cause of the field event was due to a lead anomaly.

Event description:
It was reported that pt was undergoing a device change out when the new device was tested. However, the shock failed to convert the rhythm and the pt had to be externally converted. The high voltage lead impedance was low and out of range. The device was not implanted.